Manufacturer narrative:
The clinician reported that the tip of the endoscopic vein harvesting bipolar device broke off. The piece was retrieved. There was no report of patient injury. One bipolar device was returned to sorin group (B) (4) for evaluation. Visual inspection confirmed that the tip was broken. No other damage was noted. Mechanical stress on the bipolar jaw tip can cause damage. As stated in the instructions for use, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".

Event description:
The clinician reported that during the procedure, the tip of the endoscopic vein harvesting bipolar device broke. The piece was retrieved. There was no report of patient injury.